Event description:
Customer reported device = 125 mg/dl at 4 pm. At 9 pm, customer went to bed and was experiencing erratic movements and screaming. Customer's family member called paramedics and their device = 39 mg/dl. Paramedics gave their orange juice. Controls were in range. A request was made for return product and replacement proudct was sent.